Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A device history record review has been initiated and analysis of the data has not been completed. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: method of use: posology. (B)(4) with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured.

Event description:
Healthcare professional reports a syringe of (B)(4) volift with lidocaine cracked close to the cannula socket, at the moment physician was injecting the product in the patient's "groove".

Manufacturer narrative:
Lab analysis of the device found an empty syringe of 1.0 ml received without cap, no needle in an opened tray & pack. A crack at the 3 mm luer lock level is observed. A small dried filet of gel(about 0.5 mm) is observed inside syringe between the plunger tip and the luer lock.

Event description:
Healthcare professional reports a syringe of juvéderm volift with lidocaine cracked close to the cannula socket, at the moment physician was injecting the product in the patient's "groove".